Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8120 pca was affected by plastic recall. During servicing it was confirmed that the device had cracked barrel clamp holder, front door and rear door, lock label damaged, contaminated tube drive arm, sleeve drive arm, carriage block assembly, retainer, wiper seal, left iui and housing right iui contaminated pin and ac cord wrap damaged. There was no reported patient involvement.